Manufacturer narrative:
The event unit was returned to applied medical for evaluation. During complaint intake, a photograph of the fragment was sent; however, this fragment was not returned with the event unit. Additional information received confirmed that the fragment was not from applied medical's device. Upon visual inspection of the event unit, no damage was observed. During functional testing, the trocar functioned as intended. The complainant's experience of balloon fragmentation could not be confirmed. The root cause of this event cannot be confirmed as the fragment was not returned to applied medical. It is unlikely that the fragment originated from applied medical's product as the returned unit met all specifications and functioned as intended. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received via email from distributor on (B)(6) 2017: it was reported aside from c0r47, ctr73 was used in the procedure. Regarding ctr73, since no damage was found in the trocar (ctr73) and the customer didn't have any reservations about whether or not a portion of the trocar broke off.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Incident description: "this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation." Report from the sales rep: "at the end of the procedure, when removing the balloon from the patient, the balloon was damaged, causing a portion of the balloon falling off inside abdominal cavity. The procedure was completed with the portion removed." Initial investigation report by (B)(4) olympus: "the event unit with a transparent whitish fragment was returned to olympus and visually inspected. No visible damage was observed with the balloon successfully inflating (fig.1). No visible damage was observed with the shield (fig.2). Under white light exposure, optical characteristic of the portion of applied trocar balloon (sample) was different from that of the returned plastic sheet.(fig.3) olympus identified the returned portion was not from the event unit. The portion was returned to the customer for other manufacturer' s investigation. The incident will be investigated whether or not the returned fragment as a foreign material was attached to the unit before the pack was open, using the picture fig.4. The unit without the returned fragment will be returned to (B)(4) for further evaluation. (B)(4)." Additional information received from distributor on march 21, 2017: "additionally, the fragment size in the complaint sheet is approx. 2.1mm x 8.0mm. Upon on the investigation, the fragment was identified to be not from applied medical trocar balloon, and it was returned to the customer for other manufacturer's investigation. The reasons why it is not from applied medical trocar are that optical characteristic of the fragment is deferent from that of applied medical trocar balloon, and the balloon was successfully inflated to prove that no damage is in the balloon. Please note that since we received the customer's demand to promptly identify source of the fragment, the balloon inflation test was specially conducted to prove that no damage is in the balloon. Please refer to the investigation in the complaint sheet for the detailed information." Type of intervention: unknown. Patient status: "no patient injury."